Manufacturer narrative:
Additional information: d10, h3, h6. H10: the actual device was received for evaluation. Visual inspection revealed the female connector was separated from the main body of the twist clamp. Additionally, there was no evidence of solvent on the insert chip and main body of the twist clamp. Functional testing was not performed on the sample. The reported condition was verified in the visual inspection. The cause of the condition was determined to be manufacturing related caused by insufficient solvent to the set during assembly causing the broken solvent bond. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) of a minicap extended life pd transfer set separated from the main body of the twist clamp. This was further described by the reporter as "infusion line loose and fell off". This issue was identified in the capd (continuous ambulatory peritoneal dialysis) room after pd therapy on a patient. There was no report of a patient injury or medical intervention associated with this event. No additional information is available.